Event description:
Patients generator was explanted. The explanted generator was received by the manufacturer; however, product analysis has not been completed to date.

Event description:
Product analysis was completed on the generator. The reed stuck closed was duplicated in the pa lab. Review of the magnet status indicated 26 magnet holds, 132 magnet swipes, and 158 magnet presences.

Event description:
Patient went to the emergency room due to seizures. The patient swiped they magnet while in the emergency and could not feel stimulation. The patients device was interrogated a few days later. Diagnostics could not be performed and error code 254 was seen, the patients output current was high and their impedance was ok. The patients settings were noted to have been changed and diagnostics were attempted again. The diagnostics were then performed with the adjusted settings, and now showed low lead impedance. It was also reported that the patients magnet activations were not recorded since the patients emergency room visit. X-ray report was received and indicated there were no anomalies. The x-rays have not been received or reviewed by the manufacturer to date. A review of the internal data of the generator found that there were no magnet activations recorded since (B)(6) 2019. The manufacturer's device history records of the generator were reviewed. The generator passed final functional and quality specification prior to release. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H2, corrected data: supplemental report 1 inadvertently did not select additional information.